Manufacturer narrative:
In a communication with the customer. It was noted, that the device had been inspected and the technician advised the customer to power cycle. The cv-190, after each case, wipe the gold contacts with an alcohol prep pad. Also advised, that sometimes there can be water in the scope. As a result, the error was no longer present. The customer tried the scope in the other procedure room and the scope had no error. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center exhibited a b30 code error (scope communication error). It is unknown, when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation the DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to connecting the 190 scopes while the power to the cv-190 and clv-190 remained on. Olympus will continue to monitor field performance for this device.